Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Lap chole - the inzii retrieval tool was in the patient at the time of event. As they were getting ready to pull out the gall balder, the bag tore. A 2nd bag was used and the bag did not deploy. No product available for return as the products were thrown out by the facility. Additional information received via email from user facility on may 3, 2017 - the "bag broke when attempting to pull bag through trocar hole." Type of intervention - na. Patient status - no patient injury.